Event description:
The caller alleged discrepant results with the lab and other poc meter. The following results were reported: 11/4/2005 inratio, lab 2.3, 2.6 11/11/2005 2.0, 2.4, clinic 2.8. 11/14/2005 1.1, 2.3, clinic 2.7. 11/16/2005 2.4, (050487), 2.3 (050578). 11/22/2005 2.3, 2.3, clinic 2.8 (coaguchek).